Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose event. Customer also reported inaccurate readings with sugar glucose versus blood glucose and troubleshooting has been completed for that issue. Blood glucose was 250 mg/dl at the time of call. Customer stated that blood glucose has been in the high of 300 mg/dl and in the low of 50's. Mg/dl. Troubleshooting was performed on high blood glucose and low blood glucose . The customer had symptoms such as being crappy. Customer stated that the blood glucose yesterday was at 48 mg/dl. The customer was treated for the high blood glucose with insulin pump. And customer treated for the low blood glucose by suspending the insulin delivery and food. Customer stated that the high blood glucose event started (B)(6) 2017. Customer stated that the inaccurate sugar glucose versus blood glucose readings may have contributed to high blood glucose. The customer was advised that a replacement sensor will be sent. No product is expected to return for analysis.